Event description:
The physician had difficulty assessing the center port during a refill procedure. The physician viewed the pump under the x-ray and could easily manipulate/flip the pump. The patient was taken to surgery. The pump was sutured into place using a mesh pouch. It was noted that the pump had always worked; it just was not sutured down properly during initial implant. The patient was doing fine following the procedure and the pump felt secure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. It was reported the patient's first pump flipped within a year of implant. The surgery to correct it was very painful. No further information was provided.